Event description:
It was reported that the user was disconnected from the ilet insulin pump for several days while working long shifts and forgot to reconnect, leading to high glucose upon reconnection followed by pump-driven correction and subsequent low glucose; the event involved user handling and not a specific device component. Symptoms included hypoglycemia and hyperglycemia with dizziness, sweating/clamminess, urinary frequency, and malaise. Outcomes included unexpected medical intervention in the form of oral rapid-acting carbohydrates and a delay to therapy. Investigation included communication and interviews with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified and an improper or incorrect procedure or method noted. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.

Manufacturer narrative:
Initial.